Event description:
The customer reported via phone indicating that she had high blood glucose but not hospitalized. Customer's blood glucose was 400 mg/dl. The customer was treated for high blood glucose with manual injection. The customer was offered to troubleshoot but declined.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.